Event description:
During a pci procedure with the sds in place inside the patient, the inflation device was attached to the hub of the sds. While extracting the inflator to create a vacuum, the nurse detected air bubbles coming into the system. At first, another inflation device was tried, as they thought the indeflator might have been broken. When the same problem occurred with the new indeflator, a crack was noted in the hub of the sds. The sds was removed from the patient and another system was used successfully. There was no report of patient injury.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.